Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an alert for premature battery depletion was observed. A device replacement was recommended. The patient is scheduled to meet with a physician at the end of the month. Device remains implanted.

Event description:
New information received states that the device was explanted and replaced. The patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.